Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted into the patient. Dates not clarified. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent removal of sling on (B)(6) 2012 with dr. (B)(6). It was reported that the patient underwent posterior vaginal mesh excision on (B)(6) 2012 with dr. (B)(6).